Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that an explant had been scheduled for (B)(6) 2019 due to infection. It was noted the patient experienced redness, swelling, and pain. Contributing factors were unknown. No further complications were reported or anticipated.